Manufacturer narrative:
Nova biomedical is awaiting the return of the device for evaluation. If any significant findings are a result of this evaluation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer's blood glucose meter gave a reading of 116 mg/dl when compared to a reading of 47 mg/dl on another brand of meter. The difference in the readings was determined to be clinically significant. No decisions to treat were reported. The meter will be returned to nova biomedical for evaluation.